Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-jul-2025. Investigation summary : bd received one photograph and three samples for investigation. The evaluation of the photo demonstrates underfill. Additionally, 20 retained and 3 returned samples underwent functional tests, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release are met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.